Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the power module was not charging was confirmed. It was also observed that it has fractured housing. The assignable root cause was determined to be due to various worn electrical and mechanical components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the power module device was not charging. During in-house engineering evaluation, it was observed that the alleged malfunction was duplicated and confirmed. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.